Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history review could not be completed since the lens serial number was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) there was no indication of a lens explant. Mfg date: device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that several intraocular lenses (iol¿s) , after they were half way out of the cartridge, had a lot of resistance and popped out of the cartridge which was very hard to control. No additional information was provided to abbott medical optics.